Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a balloon deflation issue occurred. The 5.0 x 100mm sterling balloon catheter was inflated in the unspecified target lesion but failed to deflate. The physician used the back end of a wire to deflate the balloon. The device was successfully removed and the procedure was completed with this device. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.